Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been explanted due to infection and erosion at the pocket. No return of any product is expected and another system to be implanted at a later date.